Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is alleging harm or injury caused by a shoulder arthroplasty; however the nature of the harm is unknown at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Device history review of baseplate, glenosphere, liner and humeral stem indicates the devices were manufactured to specifications. This device is used for treatment. Initial product history search conducted revealed no additional complaints against the related part and lot combination for base plate, glenosphere, liner and humeral stem. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.